Event description:
A lead extraction procedure commenced to remove a right atrial (ra) lead due to infection. A spectranetics lld ez lead locking device (lld ez) was inserted into the lead to provide traction. Beginning with a spectranetics 12f glidelight laser sheath, advancement was made through the innominate region and into the superior vena cava (svc) when the patient's blood pressure dropped. A pericardial effusion was detected via transesophageal echocardiography (tee), and rescue efforts began, including rescue balloon and thoracotomy. An anterior, 6 cm perforation extending from the innominate, through the svc, and into the ra was discovered and repaired. Post-thoracotomy, the ra lead was removed, and the patient survived the procedure. This event captures the 12f glidelight in use when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
H3): the device was discarded, thus no device evaluation could be completed. H6): perforation of vessels, great vessel perforation, and cardiac perforation are known risks of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.